Event description:
When the dr. Began removal of a stent placed on (B) (6) 2009, he noticed the coating had split open and there was tissue granulation and ingrowth. The stent was completely removed without incident. The pt had diverticulitis of the esophagus and had developed a perforation. The stent was used to cover the perforation.

Manufacturer narrative:
Device evaluation: other, device evaluation is anticipated but device has not yet been returned. Conclusions: other, a follow-up report will be sent when the evaluation is completed.